Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had motor error. Customer's blood glucose level was unknown. Customer reported about reject battery and no delivery alarm along with motor error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, off no power, self tests and all operating currents tests. No unexpected low battery alarms were noted. No motor error alarm during testing noted. The motor was tested outside the device and it passed.